Event description:
It was reported that while treating a subtotal occlusion of the circumflex, the balloon lost pressure at 2-3 atm during the first inflation. The vessel became completely occluded and an av block resulted, bringing the patient's heart rate to 20-30 bpm with a corresponding drop in blood pressure. Temporary heart massage was performed as well as the insertion of a temporary pacemaker. The patient recovered and successful recannulization of the vessel was achieved with another dilatation balloon.